Event description:
It was reported that the creo threaded set screws popped off of tulips months later. We will be going back and revising the patients cases later this month. Surgeon sent x-rays of films from august where everything was secure and on a 3 month follow up the new x-rays show the set caps had popped.

Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of: cap loosening. Inspection of the implants could not be completed as the parts remain inside the patient; however, the sales representative provided 1-month and 3-month post-operative images in the report of the incident. A review of the images confirms the reported issue, there appears to be bilateral loosening of the caps in screws placed at s1 and s2ai. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.